Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had membrane switch issue. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D9: 05-jun-2025. H3: one device was returned for evaluation in used condition. Visual inspection and functional testing were performed and the reported issue was not duplicated. Components were replaced as part of the field correction. The device passed all the remediation testing.